Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an adenotonsillectomy, the wand stopped working. The procedure was completed without significant delay (10 minutes) using a competitor back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. Review of manufacturing records could not be performed as no lot number or serial number was provided. A complaint history review for the past 3 years related failures; this failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ablate / coag issue / wand does not activate include, but are not limited to: (1)rate of ablation. (2)power settings (3)prolonged use against dense or bony surfaces (4) suction rate (5)fluid management. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.